Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer declined a service visit since the issue only occurred for 1 patient sample. The investigation did not identify a product problem. Based on the data provided, the cause of the event could not be determined.

Manufacturer narrative:
No other patient samples were affected and the customer had no qc or calibration issues.

Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for tina-quant albumin gen.2 (albt2) on a cobas 8000 c 502 module. The initial result from the c502 module in question was accompanied by a data flag. The numeric value was not provided. The sample was repeated with dilution on the same c502 module with a result of 73.5 mg/dl. This result was reported outside of the laboratory. The sample was repeated again on the same c502 module as the result of 73.5 mg/dl did not match the patient's historical results. The repeat result was 1.5 mg/dl. This result was believed to be correct. An amended result was reported outside of the laboratory. The sample was repeated again on a different c502 module with a result of 1.6 mg/dl. The albt2 reagent lot number was 46602101 with an expiration date of 31-dec-2021.